Event description:
It was reported that the customer experienced a high blood glucose level of 432 mg/dl. The customer treated her high blood glucose level with the insulin pump. While troubleshooting the customer found the cannula bent and blood inside of it. The product will be returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).